Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege persistent right groin pain (the feeling something is slipping), multiple other systemic complaints from weakness, tiredness, lassitude and has seen a cardiologist because he feels this is related to the alleged elevated metal levels in his blood. Update rec'd 02/02/2015 - plaintiff¿s preliminary disclosure form and medical records were received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 02/24/2015.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Event description:
Update 03/20/2017 ¿medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes reported significant amounts of gray villous material in the socket. There was no new information provided that would affect the existing MDR investigation. The complaint was updated on: 04/06/2017.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update received 6/17/2016. Decontamination form was received providing the date of revision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).